Event description:
It was reported that subsequent to the implant of an in situ sling with bone anchors, the pt's incision line opened creating a wound that made a sucking sound upon movement. The pt experienced substantial drainage and the wound was packed and antibiotic prescribed. In may 1999 the bone anchors were removed because of severe supra pubic pain. 3 days later the wound reopened with drainage and bleeding. In june 1999 a four-inch length of suture was expelled from the wound and the wound then healed. It is probable the pt has now developed osteitis pubis. The device was not returned for evaluation.